Manufacturer narrative:
The customer reported that the device had no display. Philips evaluated the device and resolved the issue by replacing the display.

Event description:
The customer reported that the device had no display.